Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report initially received from a burn therapy specialist via customer care representative on 15-dec-2020, regarding 'fluid in a sleeve containing the grafts'. The patient's concomitant medications and medical history were not provided. On an unspecified date, burn therapy specialist from vericel reported finding fluid in a sleeve containing the epicel grafts. On 15-dec-2020, the patient received epicel autografts (cultured epidermal autografts, lot number: ee02715, expiration date: 15-dec-2020) as planned for thermal burns. The patient was grafted with all grafts. It was reported that the media leaked outside of the self-seal pouches, but it was unknown how many self-seal pouches were impacted. There were no cracks in dishes, seal broken on dishes or lids not sealed correctly identified upon inspection. *on 13-dec-2020, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as "pass". Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay q2c-136 was reported as 0.13 pass.* all follow-up information is blended into the case narrative above, with the latest information presented between asterisks (*). Follow up information received from a quality control manager on 06-jan-2021 included: qc lot release assays and environmental results were provided. Case amendment was requested by the client on 15-oct-2021, the event 'fluid in a sleeve containing the grafts' was reassessed as a device malfunction from previous assessment as product complaint. Company comment: device malfunction is listed by convention. Reportedly, fluid was found in a sleeve containing the epicel grafts since the media leaked outside of the self-seal pouches. However, the patient was grafted with all grafts and no adverse events were reported. The product complaint is assessed as malfunction. The leak of media did not cause or contribute to death or serious injury but there was a potential to cause serious injury if the event re-occurred. Therefore, the case report qualified as a 30-day medical device report due to the device malfunction and will be expedited to the us FDA. The report did not qualify as a 15-day report.

Event description:
Fluid in a sleeve containing the grafts[device malfunction];